Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an adhesive event with an infusion set which fell off during use. The infusion set was reported to be used for approximately 12 hours. Patient's blood glucose at time issue was noticed was 183 mg/dl. Therefore, patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Patient country: united states.